Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was not reported. It was reported a motor stall was seen at initial interrogation. The patient was in for a refill yesterday (B)(6) 2016 and the motor stall message popped up. The patient did not recently have an MRI. There were no patient symptoms reported.

Manufacturer narrative:
Updated to incorporate new information and the report of a pump replacement received on 2017-jan-11. Updated to serious injury to reflect information received on 2017-jan-11 regarding the intervention planned of replacing the pump on (B)(6) 2016. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jan-11 from the manufacturer¿s representative. Patient identification information was provided. It was confirmed that the patient did not experience any symptoms related to the event. The pump was observed to be in safe mode, but the pump logs were not read so the cause of the motor stall was unknown. The pump was scheduled to be replaced on (B)(6) 2017 and would be returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.